Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician believed that pocket pain was procedure related. The patient was given injection and was doing well following the procedure.